Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred on a trilogy device. The device was not in use on a patient at the time of the occurrence. The device was returned to the manufacturer's service center for evaluation, and the customer's complaint was confirmed. During evaluation, an operational check verified that the "ventilator service required" alarm was active. Error code related to a failure in the oxygen sensor was recorded. The device's oxygen blender pca was replaced to address the issue. The root cause is confirmed to be a failed oxygen sensor. Additionally, during the service of the device, the trilogy o2 pm1 kit was replaced as part of routine periodic maintenance. The device passed all final testing.